Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 196905 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 196905 and device part number 195-430h / lot 191228. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 196905 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use device, discarded.

Event description:
Consumer reported two (2) false negative results with the binaxnow covid-19 ag self-test performed on separate dates. This MFR. Report address test two (2) of two (2) taken on (B)(6) 2023. Confirmation pcr testing (unknown platform) was performed (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, discarded.

Event description:
Consumer reported two (2) false negative results with the binaxnow covid-19 ag self-test performed on separate dates. This MFR. Report address test two (2) of two (2) taken on (B)(6) 2023. Confirmation pcr testing (unknown platform) was performed (B)(6) 2023 and generated a positive result. No additional patient information, including treatment and outcome, was provided.